Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a hard, rigid, intrinsic, black particulate matter was observed inside the tubing between the patient adapter and the white clamp. The reported condition was verified. The source of the particulate matter was determined to be intrinsic to manufacturing process and likely from pin buildup of burnt material that occurred during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long, black particulate matter was observed inside the tubing of a homechoice cassette. This was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.